Manufacturer narrative:
Due to character limit in e1 event site address is 1111 east mcdowell road. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an over heating issue.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect - clinical, type of investigation, investigation findings, component codes, health effect - impact, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the compressor was replaced. The unit passed all functional and safety tests and was returned to customer.